Manufacturer narrative:
It was reported that the "program won't start". There was reportedly no patient involvement. The field service engineer (fse) evaluated the device. The fse running testing was unable to find any faults. The fse running testing was unable to find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported that the "program won't start". There was reportedly no patient involvement.